Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that posterior opacification was present 3 months following the initial intraocular lens implantation (iol) procedure. A laser treatment was performed. The patient indicated that he is unable to see clearly in low light, sees straight lines around lights and vision acuity is 70%. It was also reported that the surgeon believes the issue is linked to the structure of the lens.

Manufacturer narrative:
This event does not meet criteria for reporting based on applicable medical device regulations. There is no evidence of a life threatening injury/illness or permanent impairment/damage and the information provided does not represent a product problem. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that visual acuity is better. And the patient is happy with the performance of the lens.

Manufacturer narrative:
Corrected information has been provided in b.3 and d.6. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).